Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v054411, implanted: (B)(6) 2007, explanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3889-28, lot# v008733, implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
After additional review, it was noted that the stimulator did not work as good as the first one. It was also noted that the patient had an option of four programs. The patient was not able to find any programs out of the four that work well.

Event description:
It was reported that the patient¿s device was infected and had to be removed. The reporter indicated that the leads were left implanted and ¿they had to go back in¿ to remove them to allow the wound to heal entirely. No further information was reported. If additional information becomes available, a follow-up report will be submitted.